Event description:
The user facility had an in-service in 07/05 to instruct the staff with the correct technique on the proper engagement of the safety feature of the device. On the 5th day a member of the staff reported an occasion in which they were unable to engage the safety feature. No exposure incident occurred.